Event description:
It was reported that the insulin pump alarmed motor error, button error and buttons were unresponsive. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated that she had cat scan and was not using sensor feature on the insulin pump. Advised customer the insulin pump would be replaced. Customer's blood glucose was 114 mg/dl. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to verify motor error alarm and perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to no button response. The motor passed motor test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.